Manufacturer narrative:
It was reported that there was an object in the hls set. It is unknown if the particles were present during priming. The hls set was exchanged. The failure occurred during treatment. The affected product is not available for technical investigation as the hls set was discarded by the customer due to possible risk of spreading sars-cov-2. Therefore the exact root cause remains unknown. However, according to the hls set risk assessment following root cause can lead to the reported failure: degradation of protective caps damaging of connectors during removing caps damage to the blood connectors . As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 ¿ in chapter 6.1 preparation and installation ¿perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. ¿ the production records of the affected product were reviewed on 2024-02-13. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "object in hls set" could be confirmed. This complaint was found in the database of customer complaints for the hls set as a single event (timeframe from 2023-01-25 to 2024-01-25). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device already discarded by customer.

Event description:
It was reported that there was an object in the hls set. It is unknown if the particles were present during priming. The hls set was exchanged. The failure occurred during treatment. No harm to any person has been reported. Complaint ID (B)(4).